Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4)

Event description:
It was reported that customer received a software error detected alarm. Customer reported that delivery stopped. Customer also reported that display screen went blank. It was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The pump error was found in the pump history due to a software error. The pump was received with minor scratches on the lcd window, a scratched case and a pillowing keypad overlay.